Event description:
Pt had an infinity zevex pump which was beeping no food. Tubing primed properly, adequate formula in bag and no air bubbles could be seen. Despite changing tubing and restarting pump still said no food.